Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Blood glucose was 177 mg/dl. As the customer had changed the pump supplies, troubleshooting to determine a possible cause of the occlusion could not be determined.